Event description:
It was reported that the patient had been hospitalized at (B)(6) hospital with hyperglycemia on (B)(6) 2026. The patient's blood glucose levels reached 43 mmol/l (774 mg/dl) and ketones at 1.6 mmol/l while wearing the pod between 49 and 71 hours. Symptoms reported include nausea, thirst, headaches, dizziness as well as feeling faint. The patient first treated themselves with 8 units of insulin and then received unspecified intravenous fluids and insulin injections from the hospital. The patient was discharged on (B)(6) 2026. The pod was removed and a new pod was applied prior to going to the hospital.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Locked down smartphone: lockdown omnipod software app version: 3.1.6 operating system: n5004l-am-q-mv01602-06-01.06 hardware: n5004l cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.